Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center.e1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center e1 - initial reporter city: (B)(6), osaka prefecture device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. Multiple kinks were noted along the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified no issues. A microscopic examination of the balloon identified a blade lifted on the mid-section of the balloon; the pad was intact. All other blades were bonded and had no issues. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and the balloon was inflated. The device held pressure and deflated without issues. The encore device was verified before and after use using the druck gauge to rbp 12 atmospheres as per IFU. No issues were noted with the device.